Event description:
Customer reported a past event where their blood glucose level was high, but specific values were unknown and only displayed as "high." The customer did not recall how they treated their high. The customer was advised by technical support to consult with their healthcare provider to discuss potential factors affecting their blood glucose levels.